Event description:
Pt reported that device was continuously returning the piston rod (no error code was generated by the device). Pt switched to back-up device. No treatment received as a result of this incident.